Event description:
It was reported that the patient presented in-clinic for routine follow-up. Externalized conductors were observed via fluoroscopy. All electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.